Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xt was prepared. However, while inserting the clip into the steerable guide catheter, the grippers on the clip caught on the blue introducer tip. The clip was opened in order to release the grippers from the introducer. Therefore, the clip was removed and replaced. A third clip, a mitraclip xt was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult clip retraction into the clip introducer was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult clip retraction into the clip introducer could not be conclusively determined. The observed deformed clip introducer material is a cascading event of the difficult clip retraction into the clip introducer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.